Event description:
Pyogenic arthritis [arthritis bacterial]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a (B)(6) female pt, initials (B)(6), with gonarthrosis. The pt's medical history was significant for previous medical device implantation with synvisc, organizing pneumonia and hypertension. On an unspecified date, the pt initiated treatment with synvisc injection (hylan g-f 20) at a dose of 2 ml, 1x/w (right knee). On (B)(6) 2012, the pt received the third synvisc injection. The lot number of synvisc was not provided. On (B)(6) 2012, the pt developed pyogenic arthritis. On (B)(6) 2012, relevant lab tests were performed which showed c-reactive protein (crp) at 2.04 with fever 37 - 38 c and joint fluid culture test was negative. On (B)(6) 2012, crp was 0.06. The pt received treatment with ceftriaxone sodium hydrate, clarithromycin and cefcapene pivoxil hydrochloride for pyogenic arthritis. On (B)(6) 2012, the treatment with clarithromycin and cefcapene pivoxil hydrochloride was stopped. The action taken with synvisc treatment was not provided. On (B)(6) 2012, the outcome for the event of pyogenic arthritis was not yet recovered. Relevant concomitant medications reported include minodronic acid hydrate, losartan potassium, amlodipine besilate, raloxifene hydrochloride and diltiazem hydrochloride. The intensity for the event of pyogenic arthritis was not provided. The reporter assessed the relationship synvisc and the event of pyogenic arthritis as probable.

Manufacturer narrative:
Eval summary: the qa (quality assurance) investigation results were received on (B)(4) 2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.